Event description:
It was reported that the system displayed a cine not available error message on boot up and had a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system (gpos), cine drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.